Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s daughter and caregiver contacted support to report a pump-side leak following a scheduled supply change. The leak was not noticed until the cartridge was removed. Troubleshooting determined that the cartridge and tubing were being connected outside of the pump, which may have contributed to intermittent leakage. The proper connection procedure was reviewed to help prevent recurrence. The patient¿s blood glucose levels were affected, with a reported highest value of 353 mg/dl, remaining elevated above 180 mg/dl for a few hours, and alerts were received for prolonged elevation. No backup therapy, ketone testing, steroid use, or professional medical intervention was reported. The patient did not experience any immediate health effects, and caregiving assistance was provided by the daughter as part of routine support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.